Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have high blood glucose and is not sure if issue is with infusion sets or insulin. Customer has tried inserting into different parts of her body and sometimes receives insulin and sometimes does not. Customer's blood glucose was 60 mg/dl. Customer states she had severe diabetic ketoacidosis and did not go to the hospital for it. Customer was advised to contact healthcare professional regarding high blood glucose and to verify if insulin itself may be the problem. No further information provided.